Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0fw05, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the manufacturer representative was not sure if the removal had been scheduled as of yet.

Event description:
It was reported that patient had experienced little to no symptom improvement for (fecal incontinence) fi. Also explained to implanting health care provider that she could no longer feel sexual stimulation during intercourse and believed it was associated with the interstim lead/implant. It was reported that patient was requesting for the system to be explanted. It was noted that troubleshooting was performed. The health care provider had patient turn off implant to see if stimulation returned during intercourse. The patient symptoms reported were less than 50% therapy relief and loss of sexual feeling during intercourse. The patient status was reported as ¿alive no injury¿. It was later per that health care provider that the patient did not see improvement in sexual stimulation. The cause event and if the event was device related was reported as no. The health care provider was planning on removing the implant. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.